Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the configuration issue. A technical support specialist remoted in and counted the med under user's account. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system unable to issue item. The customer stated that they unable to issue the med ciprofloxacin 250 mg. There were no adverse events or injuries reported based on this incident.